Manufacturer narrative:
Additional information: lot number, exp date and mfg date. Reported event: an event regarding loosening involving a trident ii shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to cup loosening during recovery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During recover, cup loosened in patient and revision was performed 3 days after primary mako tha.

Event description:
The following information was provided: during recover, cup loosened in patient and revision was performed 3 days after primary mako tha.